Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context interaction with other devices, interaction with pt's anatomy or other procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and severely tortuous left circumflex. An unknown size non bsc stent was implanted after pre-dilatation with a non bsc balloon. Post ivus was performed and stent position was confirmed. The 2.5x15mm quantum maverick balloon was used for post-dilatation. On the first inflation the balloon ruptured at 19 atmospheres while pressurizing. The balloon was removed intact. The procedure was completed with a non bsc balloon. The patient's status is good with no complications reported.